Manufacturer narrative:
(B)(4).

Event description:
It was reported that while in use on a patient, the "provider was not able to remove needle after insertion". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Event description:
It was reported that while in use on a patient, the "provider was not able to remove needle after insertion". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A review of the certificate of conformance/device history record found that the needle set passed all the release criteria. The device was released in 11/2021 and is approximately 1.5 years old.without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.